Event description:
It was reported that the lead was never implanted since it would not go into the battery. Electrodes 0 and 3 were not "hot" after an impedance check.

Manufacturer narrative:
(B)(4).